Event description:
As reported to coloplast though not verified, patient was implanted with aris and novasilk mesh. Later the patient experienced bleeding a few drops of blood daily when lifting and doing activity, mesh erosion in the bladder and recurrent urine incontinence. The patient was instructed to decrease activity. Macrobid and estrace cream were prescribed. No explant procedure was reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Total number of events summarized (B)(6). Device not returned.